Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that their insulin pump had motor error alarm. The customer¿s blood glucose was unknown at the time of incident. Customer reported that insulin pump was not exposed to any magnet field. Customer reported that drive support cap was intact. The customer was advised to stop use of the insulin pump and to revert to the backup plan as per health care professional instruction. The insulin pump will be returned for analysis.